Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2006, the patent presented with back and leg pain and the preoperative diagnosis of spondylosis, spinal stenosis, and herniated nucleus pulposus, l4-5 and lumbar instability. The patient underwent surgery which consisted of a lumbar laminectomy with medial facetectomy, l3-4, l4-5 and l5-1; discectomy, l4-5; instrumentation, l4-5; and posterolateral arthrodesis, l4-5. Per the operative report ¿¿after exposure over the transverse processes, I did place pedicle screws into l4 and l5, as I was going to need to remove a significant part of the l4-5 facets to adequately decompress her spine. I then decorticated the posterolateral gutters and placed bmp in the depths of the wounds¿¿ no patient complications were reported. On (B)(6) 2006 the patient¿s blood count, while still in hospital, dropped and they had to have a transfusion of 2 units of packed red blood cells. A chest CT was conducted which ruled out a pe. On (B)(6) 2006 the patient was discharged from hospital. The patient was discharged on the antibiotic levaquin as they had arrived to the hospital with an erythema around the toenail. They were also prescribed vicodin and flexeril for pain. On (B)(6) 2006, in a telephone encounter, the patient reported they had finished taking the antibiotics but that they now had a yeast infection. The patient was prescribing diflucan. Medications: darvocet, vicodin, metformin, flexeril. On (B)(6) 2006 the patient underwent x-rays which showed good position of the lumbar spine and fusion. On (B)(6) 2006 the patient presented with lumbar spondylosis. On (B)(6) 2006 the patient presented with numbness/tingling in the left lower extremity and lumbar spine pain. The patient had an abnormal posture and a decrease in strength. On (B)(6) 2006 the patient presented in physical therapy with lumber spondylosis. The patient reported they were having difficulty with their right leg when going up and down stairs. Between (B)(6) 2006 and (B)(6) 2007 the patient presented for multiple physical therapy sessions with lumber spondylosis. On (B)(6) 2006 the patient reported they were still unsteady on their feet. On (B)(6) 2006, 10 weeks post op., the patient presented with back discomfort. The patient reported that their legs felt heavy and ¿wobbly¿. X-rays showed good placement of hardware and well as evidence of posterolateral fusion grafting material. Appeared stable. On (B)(6) 2006 the patient reported they were having some days with no pain. On (B)(6) 2006 the patient reported they had been sick the last 5 days. On (B)(6) 2007 the patient reported that they did not feel they could continue working or go back to work yet. On (B)(6) 2007 per the encounter notes the patient was to wean off of brace. The patient reported increased fatigue. On (B)(6) 2007 the patient presented with some intermittent back discomfort, fatigue, and mild weakness in the right lower extremity. X-rays showed good hardware placement and evidence of fusion mass. Evidence of consolidation with a wide decompression. On (B)(6) 2007 in doctor¿s notes the patient¿s diagnosis was lumbar spondylosis/radiculitis. It was noted that the patient was could gradually return to work. X-rays showed good positioning of instrumented fusion. On (B)(6) 2007, in a telephone encounter, the patient reported that the injection from the day before seemed to have helped on the left side some but the right side they still had a lot of pain. On (B)(6) 2007 in doctor¿s notes the patient¿s diagnosis was lumbar spondylosis/radiculitis and stenosis. The patient was ¿totally incapacitated from employment¿ at that point. On (B)(6) 2007 approx. 6 months post op., the patient presented with buttock pain. On (B)(6) 2007, the patient presented with pain and underwent a s1 joint injection. No patient complications were noted. Radiographs showed what appeared to be a fused l4-5 level limitation of body habitus. Impression: possible known stenosis at l2-3 is causing the pain. On (B)(6) 2007 the patient presented with pain and underwent a l3-4 steroid injection. No patient complications were noted. On (B)(6) 2007 the patient presented with the diagnosis of lumbar spondylosis and stenosis. The patient underwent a transforaminal epidural injection. No patient complications were noted. On (B)(6) 2007, in a telephone encounter, the patient reported they were in pain. On (B)(6) 2007 the patient presented following a left l2 selective nerve block with left buttock relief. The patient complained of right buttock pain and requested a shot for that. Impression: possible foraminal narrowing at l2-3, left > right. On (B)(6) 2007, the patient presented with pain and underwent spinal steroid injections. On (B)(6) 2007 the patient presented with some relief from symptom following an epidural injection. On (B)(6) 2007 the patient presented with low back pain and underwent a lumbar spine MRI which showed extensive post-surgical changes at the l4 and l5 levels and band-like signal abnormality at l3-4 level. It was recommended that the patient undergone a c-reactive protein. At l3-l4 there was what appeared to be a small bone marrow edema at l3-4. There was scar tissue at l4-5 disc space abutting the disk and the thecal sac. Per the encounter notes wbc count and sedimentation rate excluded the possibility of a very subtle diskitis at l3-4 level. Findings might have simply been related to a very progressive degenerative disk disease. On (B)(6) 2007 the patient presented with sacroiliac buttock pain. A MRI was reviewed which showed foraminal stenosis 2 levels above l4-l5 fusion at l2-l3-l4. Medications: darvocet. A note was made that the patient might need long term care under a pain clinic. On (B)(6) 2007 the patient presented with pain down the lower back and a forward stooped position when first starting to ambulate. Per the encounter notes, though the patient had initial resolution of symptoms after the back surgery, the symptoms came ¿back with a vengeance¿ in (B)(6). The physician felt the patient symptoms were different than the ones prior to the surgery. Medications: darvocet and ibuprofen. On (B)(6) 2007 the patient presented for a follow up after a sacroiliac injection weeks prior. The patient reported a small improvement in the low back. A review of a MRI showed some degeneration at the levels above the prior fusion at l2-3 through l4. On (B)(6) 2007 the patient presented with worsening symptoms, affecting both sides of the low back with a newer symptoms of numbness radiating through the left lower limb following the lateral aspect of the thigh and leg. It was mentioned that the symptoms were soft for radiculitis. Impression: mild facet arthropathy at the right l3-4 facet joint; stable lower spine negative for fracture, and degenerative disc disease in the mid and upper lumbar spine. On (B)(6) 2007 the patient presented with back pain and underwent a limited bone imaging study which showed an intense tracer uptake in the l4-5 level corresponding to the site of pedicle screws. An additional uptake was seen in the intervertebral disc levels and in the remainder of the lumbar spine. There was a mild increased uptake in the right l3-4 corresponding to degenerative changes there was no significant abnormalities. On (B)(6) 2007 it was reported, after reviewing the patient¿s bone scan, that there appeared to be a possibility that the l3 and l4 facets were the pain generators. Refilled darvocet. On (B)(6) 2007, in a telephone encounter, the patient was informed that the doctor would like to wean them off of narcotic medications. On (B)(6) 2007, in a telephone encounter, the patient reported that the right l3-4 facet injection they had received gave only a (B)(6) relief and that the left side ¿hurts so bad¿. On (B)(6) 2007 the patient presented with severe low back pain ¿ non-responsive to date. ¿she is going to have to live with some of this pain.¿ the patient requested a disability form. On (B)(6) 2007 the patient presented with continuing back pain and was unable to perform normal duties at work. On (B)(6) 2008, in a telephone encounter, the patient reported that they ¿could not live without darvocet or pain medication¿. On (B)(6) 2008 the patient presented in pain management with constant bilateral low lumbar region with referred pain to the sacrum and occasional numbness, tingling along with weakness in the anterior aspect the thighs, and occasional numbness in legs. There was tenderness in the l4, l5, and s1 area. Per the encounter notes the patient reported the symptom affected daily living. The patient utilized a cane for ambulation. Impression: lumbar degenerative disc disease and lumbar spondylosis. Medications: darvocet. The patient had recently started chantix. On (B)(6) 2008, in a telephone encounter, the patient reported that after receiving an injection on the (B)(6) 2007 that it had not helped and they were still having trouble walking. On (B)(6) 2008 the patient presented with significant lumbar pain with symptoms related to the l5-s1 but were also consistent with sacroiliitis. The patient had a mildly positive patrick sign. Impression: bilateral sacroiliitis. The patient underwent bilateral s1 injections. It should be noted that there was significant difficulty getting into the joint capsule on the left side but eventually this occurred. No patient complications were noted. On (B)(6) 2008, in a telephone encounter, the patient reported they were on disability. In a doctor/s note the patient was given the diagnosis of lumbar spondylosis and it stated the ¿patent had met maximum medical improvement. Patient is unable to return to work.¿